Event description:
It was reported the cassette was in use with patient for infusion with a cadd infusion pump and a bd optimus needleless connector. The reporter stated the attached pump gave a false "no disposable" alarm. The reporter stated when the pump was replaced with same cassette used the same alarm occurred. No adverse effects reported.